Manufacturer narrative:
This product contains (B)(4) in a gel form. The product etch gel 40% is intended to be applied only to dental enamel by dental professionals as a preparation for dental restorations. The packaging, labeling and instructions for use (IFU) have warnings that the material is corrosive and should not be in contact with the skin, eyes or mucous membranes. The IFU also give instructions if contact should occur. No corrective/ preventive action is planned at this time.

Event description:
Spontaneous report, local reference (B)(4). Initial info received on (B)(4) 2013. The dentist reported that a female pt, with no specified medical history was having sealants done and an unk amount of the suspected etch gel 40% - (batch number 102512a, expiration date 10/2014) went on to the outside of her mouth on her cheek. The cheek was bleached near the jaw line. The doctor saw this after seeing the pt a week later. The doctor prescribed some vitamin e oil. The sample was disposed of. The outcome of the pt's skin is currently unk and no additional info is presently available at the time of filing this report.